Event description:
Procedure: cholecystectomy. According to the reporter: during the use of the device a component like a valve fell into patient cavity but was retrieved without damage to patient. There was no extension of or time or extra incision to patient. The piece was removed through the trocar. The patient is in good condition. No report on patient sex or age was received.

Manufacturer narrative:
Date of report: 02/october 2007